Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due the high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 523 mg/dl at the time of incident and customer¿s current blood glucose level was 322 mg/dl. Customer was treated with intravenous treatment in hospital. Customer experienced breathing difficulty. The insulin pump will be returned for analysis.